Event description:
The patient was undergoing a coil embolization procedure in the right ovarian artery using a lantern delivery microcatheter (lantern), pod packing coils (pod pc), ruby coils, a ruby coil detachment handle (handle) and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the lantern. The physician then placed three ruby coils into the target location using the lantern. Next, the physician decided to remove the lantern in order to perform a contrast injection through the non-penumbra catheter. While retracting the lantern, the physician encountered resistance and noticed that the distal end of the lantern was broken. Therefore, the lantern and the non-penumbra catheter were removed together from the patient. It was reported that the non-penumbra catheter also broke at the hub while retracting the catheter. The procedure was completed using a new lantern and a new non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder

Manufacturer narrative:
Evaluation of the returned lantern revealed a fracture on the proximal shaft. This damage is likely the reported fracture at the distal end. If the lantern is retracted against resistance at an extreme angle, damage such as a proximal shaft fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation of the device revealed an additional fracture and an ovalization near the fracture. Based on the returned condition, this damage was likely incidental to the complaint and likely occurred after removal from the patient. Further evaluation also revealed a kink on the distal shaft. This damage was also incidental to the complaint. Evaluation of the returned non-penumbra catheter confirmed a fracture and revealed an ovalization near the fracture. Based on the reported event, this damage is likely incidental to complaint and had occurred during removal from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.